Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous implant. Six implants were placed in class iii bone during a complex procedure. Implant in site #8 was removed 18 months post-op. The clinician reports the pt wears a maxillary denture and smokes and drinks more than a social amount.